Manufacturer narrative:
(B)(6). Occupation, unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during attempted retrieval of an unknown inferior vena cava filter, a portion of a gunther tulip vena cava filter retrieval set snare broke off in the patient. Retrieval of the filter, which was placed in october, was reportedly very difficult. The separated portion of the device is reported to be embedded in the filter, which remains in the patient. A procedure to retrieve the separated portion of the snare as well as the filter is planned. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 10mar2020. The complaint device was caught and the physician was attempting to free the device from the filter by twisting the snare when he separation occurred. The patient is reportedly "older" and requires life-long anticoagulation, so the physician feels that it is reasonable to leave the filter in place. A follow-up appointment with the patient was scheduled.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during attempted retrieval of an unknown inferior vena cava filter, a portion of a gunther tulip vena cava filter retrieval set snare broke off in the patient. Retrieval of the filter, which was placed in october, was reportedly very difficult. The separated portion of the device is reported to be embedded in the filter, which remains in the patient. A procedure to retrieve the separated portion of the snare as well as the filter is planned. Additional information was received (B)(6) 2020. The complaint device was caught and the physician was attempting to free the device from the filter by twisting the snare when he separation occurred. The patient is reportedly "older" and requires life-long anticoagulation, so the physician feels that it is reasonable to leave the filter in place. A follow-up appointment with the patient was scheduled. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related nonconformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings states: excessive force should not be used to retrieve the filter. Instruction for use states: 7. Loosen the screw of the clear y-fitting to enable advancement of the loop inside the catheter. Hold the clear y-fitting and advance the pin vise. Advance until the loop has fully expanded inside the vena cava and surrounds the filter. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The investigation concluded that based on the information provided the probable cause is the twisting used in an attempt to free the loop from the filter. It is unknown how much force was used. The IFU warns that excessive force should not be used to retrieve the filter. It was concluded that unintended use error is the likely cause of this event. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.